Manufacturer narrative:
A ge service representative performed an onsite investigation. The display adapter and power motor relay circuit boards were replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to display an interpretable image. No report of patient injury.